Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 10-jun-2024, three infusion set cannulas were kinked and the patient faced symptoms within 3 or more hours after insertion. The site of insertion was the abdomen, and the infusion set was in place for 3-12 hours. The blood glucose level was high, and the issue was addressed through correction boluses via the pump and multiple drug injections. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.